Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parent reported that the child was not responding to sounds with the device for the past 1 month. He got hit on the implant side multiple times. However, the recipient was not using the external device for almost 1 year. Re-implantation is considered.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The parent reported that the child was not responding to sounds with the device for the past 1 month. He got hit on the implant side multiple times. However, the recipient was not using the external device for almost 1 year. Re-implantation is considered.